Event description:
It was reported that review of the presenting electrogram (egm) and stored egms revealed that this right atrial (ra) lead exhibited intermittent undersensing, resulting in inappropriate mode switching out of atrial tachy response (atr). As a result, the end of the atrial arrhythmia was declared prematurely. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.